Manufacturer narrative:
Isi has not received the force bipolar instrument nor the broken piece of the instrument tip involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is receive, a follow-up MDR will be submitted. Isi has conducted an image review and it was confirmed that one of the grips is broken off at what appears to be the plastic molded insulator. Site history review: as 4/21/20, a review of the site's complaint history does not show any additional complaints related to this event. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020; system (B)(4). No apparent related errors were found to have occurred during the surgical procedure. The suspect force bipolar instrument pn: 470405-06 // ln: n10191021 0039 was not used in any subsequent procedure(s), there were 9 uses remaining, and site history confirms no other related events against said instrument. Other than a single-use instrument such as the sureform 60 stapler instrument, review of the other instruments in use during the procedure was performed. While the other instruments were not used in subsequent procedures at the time of review, a site ID history query confirmed that, to date, there have been no alleged complaints for the instruments: cadiere forceps, log bipolar grasper, and 30 degree endoscope. Based on the information provided at this time, this complaint is classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of a force bipolar instrument tip fell inside the patient. The fully intact piece was successfully visually retrieved during the same procedure. The procedure was completed with no reported injury. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. There is no allegation of system, instrument, or accessory malfunction. At this time, it is unknown how the piece fell off and what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of a force bipolar instrument fell inside the patient. The surgeon was dissecting tissue, pulled out the instrument, and noticed that the tip wasn¿t there. Upon visual inspection, the tip was observed on patient tissue. The fully intact piece was successfully visually retrieved during the same procedure. The procedure was completed with no reported injury. On 4/8/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure completed robotically with no patient injury. The force bipolar arm (instrument) was in use and the assisting doctor ¿accidentally noticed the broken piece stucked at a certain tissue¿. There was no system error or system prompt of issue. The broken piece was retrieved with an unknown robotic instrument. The entire piece was removed; no additional tests were required as the broken piece could be visualized and was retrieved during the same procedure. There were no intra-operative or post-operative complications and the patient is reported as doing fine.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".